Event description:
Customer called in and states that his buttons are not working on the pump. Keypad anomaly t/s per dop. Patient's bg is 128 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Adv customer the up or down button may be stuck. Customer states that there is no response from any button. Customer also, reported a hospitaliztion for low bgs. Bg value at the time of admission: 48. Nothing futher was reported.

Manufacturer narrative:
Findings: no button response and button error alarms due to corroded keypadtraces. Unable to perform functional test including displacement, prime/a33, basic occlusion, occlusion and no delivery tests due tono button response.